Event description:
During a bilateral laparoscopic tubal fulguration, a kleppinger bipolar unit would not fulgurate intra-op. "Bipolar forceps stopped functioning during the procedure, a new kleppinger was obtained and the procedure was completed." The cord was found to be damaged. The generator and forceps were found to be functioning properly. The unit was tested pre-procedure and was functioning. There was no harm to the patient.======================health professional's impression======================the equipment was sent to the biomedical department for evaluation.